Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device, referenced, is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using two proglide devices after an abdominal aortic aneurysm procedure. Reportedly, a cuff miss was noticed with the first proglide device. The second proglide used had a suture break. The method of achieving hemostasis was not reported. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported suture break was confirmed as a suture retrieval issue (anterior needle/cuff disengagement) was observed. In addition, the returned device analysis found two anterior cuff tabs detached that were not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: it was reported that suture placement with the proglide device was attempted in the right common femoral artery, via 18fr sheath, using the preclose technique prior to an abdominal aortic aneurysm procedure. Hemostasis was achieved with two other successfully preplaced proglide sutures. There was no reported clinically significant delay in the procedure. It was reported that the physician is established in the preclose technique. No additional information was provided.